Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. During recapture of the closure device for repositioning the was became kinked. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator outside of the sheath. The hub, sheath, and device tip were microscopically and visually examined. Inspection found the sheath was kinked 5cm and 10cm proximal of the tip. Product analysis confirmed the reported event of a sheath kink as kinks were present in the returned device.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. During recapture of the closure device for repositioning the was became kinked. No patient complications were reported.